Event description:
It was reported to boston scientific corporation, that a resolution clip device was used during an esophagogastroduodenoscopy procedure with treatment of a gastric ulcer performed on (B)(6) 2009. According to the complainant, during the procedure, the catheter kinked and the clip would not come out of the sheath. This caused a one minute delay, but did not cause any complications to the pt. The physician completed the procedure with another resolution clip device. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unk. According to the complainant, the suspect device has been disposed of and is not available for return. A device eval cannot be performed; the cause of the reported malfunction is undetermined. (B)(4).